Event description:
It was reported that a loss of sensing was observed. The lead was explanted and replaced after repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.